Event description:
"Situation: defective IV tubing. Background: the continu-flo solution IV tubing blue clamp broke while being removed from the baxter pump. Tubing was already disconnected from patient primary free flow IV line. This could have caused inadvertent bolus infusion to the patient. In addition, part of the broken clamp stayed inside of the opening port rendered the IV pump idled. Assessment: tubing packaging lot number is (10)r23b02017 expiration date [redacted date]. Recommendation: equipment was removed from workspace and replaced; no extra delays due that event." Manufacturer response for IV tubing continu-flo solution IV tubing, IV tubing continue-flo solution IV tubing (per site reporter). Ongoing issue.